Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by fax and e-mail. A completed questionnaire was received. (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) that was exchanged due to glare and intolerable photopsia. Additional information was received reporting the patient also experienced halos prior to the exchange.

Manufacturer narrative:
The customer indicated the use of a qualified cartridge with a handpiece. These are not compatible; the handpiece number may have been indicated in error. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Two viscoelastics were indicated, only one is qualified for this lens/cartridge combination. The product investigation could not identify a root cause fro the reported events. The manufacturer internal reference number is: (B)(4).